Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent damage occurred. The 90% stenosed target lesion was located in the moderately tortuous and moderately calcified right coronary artery (rca). After plain old balloon angioplasty(poba) was performed, a 2.25x24mm synergy¿ stent was advanced but failed to cross the lesion despite several attempts. When the device was removed from the patient, it was noticed that the stent struts were lifted. The procedure was completed with another of the same device. No patient complications were reported and the patient's status were good.

Manufacturer narrative:
Device evaluated by MFR: synergy ous mr 2.25 x 24mm stent delivery system (sds) was returned for analysis. A visual examination of the crimped stent found proximal stent damage. The most proximal strut was lifted perpendicular to the balloon. The remainder of the stent was undamaged. The stent showed no signs of movement and was set equidistant between the proximal and distal marker bands. The crimped stent od (outer diameter) of the undamaged portion of the stent was measured using snap gauge and is within specification. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found no issues with the hypotube. A visual and tactile examination of the outer and the inner lumen, and mid-shaft section revealed a kink in the mid-shaft. The bi-component bond showed no signs of damage or strain. A visual examination found no damage to the tip. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. The 90% stenosed target lesion was located in the moderately tortuous and moderately calcified right coronary artery (rca). After plain old balloon angioplasty(poba) was performed, a 2.25x24mm synergy¿ stent was advanced but failed to cross the lesion despite several attempts. When the device was removed from the patient, it was noticed that the stent struts were lifted. The procedure was completed with another of the same device. No patient complications were reported and the patient's status were good.